Manufacturer narrative:
The investigation for the delivery issue has been completed. The impella device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause of the reported delivery issues. According to clinical details, as the impella was being pulled back, wire access was lost. Therefore, the root cause of the reported delivery issues was user-related.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03909 was provided.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The the medical staff was having difficulty delivering the impella past the aortic valve. On the first attempt the wire doubled back on itself and when the md pulled the impella back he lost wire access. The md had to start insertion all over again, but eventually got the impella across the valve. After the impella was in good working order, he reconfigured the ECMO so that the patient was on a protek duo set up. .